Event description:
Main body graft was deployed, followed by cannulation of the contralateral limb. Contralateral iliac leg graft was deployed successfully in the limb of the main body graft, achieving the intended landing zone. Ipsilateral iliac leg graft was deployed without complication, but was noted to land short of the desired positioning above the internal iliac artery. A second iliac leg graft was than deployed distal to the ipsilateral iliac leg graft in order to provide the needed coverage in the vessel. Post angiogram of the endovascular graft viewed a distal type I endoleak at the contralateral iliac leg graft. An iliac leg graft of a larger diameter was selected and deployed in the contralateral iliac leg graft. Completion angiogram noted patent renal and internal iliac arteries and a resolve of the previously viewed endoleak. Please refer to 1820334-2004-00381 for additional info.